Manufacturer narrative:
Additional information: according to the information received from the field the recipient successfully underwent a re-positioning surgery due to a electrode tip-fold over during implantation surgery. No cochear malformations or ossification were reported. The device remains implanted and in use. This is a final report.

Event description:
It was reported that the user was implanted on (B)(6) 2024. Postoperatively, the CT scan showed that the electrode tip had folded over. A reposition surgery was performed on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user was implanted on (B)(6) 2024. Postoperatively, the CT scan showed that the electrode tip had folded over. A reposition surgery was performed on (B)(6) 2024.